Event description:
It was reported that the pt has noticed an obvious decreasing of volume since (B)(6) 2011. History of head trauma is denied by the guardians and problems of external devices are excluded. Latest testing shows 3 short circuits involving 7 channels. Channel 12 is in status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.